Event description:
Implant was initially done in 1988 due to degenerative arthritis of the right knee. Patient had complaints of pain and implant was replaced due to loosening in 2006. In accordance with hosp policy the components removed are not available for release.